Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several days post-implant the patient implanted with this right atrial (ra) lead experienced a hemopneumothorax as the result of a perforation of the subclavian vein. A procedure was performed wherein the hemopneumothorax was drained the resolved. No additional adverse patient effects were reported. This system remains in service.